Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage to the force sensor resistor. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and cracked battery tube threads.

Event description:
It was reported that the customer was unable to exit the preparing to prime loop. The customer's blood glucose level was 138 mg/dl. Insulin was squirting out during a manual prime process and she received a compromised force sensor system alarm. A crack on the insulin pump was also reported. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)